Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported since the patient started radiation, the right ventricular (rv) lead exhibited steadily increased, high impedance and thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.